Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a lcd screen damaged and could not read pump screen completely. The customer¿s blood glucose level was around 300 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement, self test and passed the delivery accuracy test. However, pump had missing segments/partial display anomaly due to cracked lcd zebra connector noted. Pump received cracked belt clip slot.